Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries approx two years ago, she had some "alterations" to her eyes and cannot see well. She reported that she tried to consult with her original surgeon but he was unavailable. Because she could not wait as she is experiencing blurred vision, she consulted another surgeon who told her that her iols have been hydrated which sometimes happen with a specific lot. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).